Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The s5 front panel was returned to livanova (B)(4) for further investigation. Investigation results indicate the problem was caused by ingress of liquid into the capton-tail connection, which led to the oxidation of the connection. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. As corrective action a CAPA and change order have already been implemented.

Manufacturer narrative:
There was no patient involvement. (B)(4). The sorin group field service representative who discovered the issue replaced the complete pump control panel. Subsequent testing did not identify further issues. The unit was returned to service and no further faults have been reported by the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the right display of the s5 double head pump did not work properly during maintenance. This issue was discovered by a sorin group field service representative during service. There was no patient involvement.